Event description:
Pt underwent rt iol implantation on 08/07/1997. At that time an inferior nasal zonulolysis was noted with no vitreous presentation as proved by observation and checking with a weck sponge. The implant was rotated in the bag so haptics away from suspected area. Position and stability tests were good. During a post-operative exam, the haptic was found out of the bag in front of the iris. The pt returned to surgery for repositioning of the iol with mechanical anterior vitrectomy.